Manufacturer narrative:
This is report 1 of 3. Exact implant date is unknown. Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), the patient underwent a valve in valve procedure approximately 2 years months post tavr of a sapien 3 ultra due to stenosis. A 26mm sapien 3 ultra resilia was successfully implanted. The patient experienced symptoms of dyspnea and fatigue. The relevant co-morbidity for this event is hypercoagulable. The valve in valve tavr case went very smoothly. There was some friction of the valve while advancing through the sheath, but not enough to be of concern. Physician noticed that the tip of the e-sheath was torn at the distal end. The patient's final outcome is stable with symptoms of a mild stroke. There was no harm to patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions, h10, and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was unable to be confirmed due to unavailable of relevant medical record and imagery. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.